Event description:
It was reported that during a screw removal procedure of two screws, one of the screws was discovered to be broken during removal. No patient complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.